Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and illegible, and preventing user interaction. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer reverted to using multiple daily injections as a backup therapy,